Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (auto off) issue. It was reported that the pump emitted two auto off alarms without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/02/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 05/18/2015 with the following findings: during investigation, a review of the pump black box showed that the data from the event had been overwritten. The pump powered on normally and no ¿auto off¿ occurred during testing. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms occurring. The auto off feature was set to alarm after one hour and the pump alarmed appropriately during testing. The pump case was removed and no evidence of moisture was observed inside the pump. The complaint of auto off alarms occurring was not duplicated during testing; the data from the event had been overwritten.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.